Event description:
During the procedure, a cook quicksilver bipolar coagulation probe was used. Prior to using the probe the user had injected with adrenaline and was successful. The user was using the probe after the injection just to double check the ulcer had stopped bleeding. The procedure was completed with no adverse effects to the pt. The device was plugged into the erbe machine (electrosurgical generator). The device fired off (coagulated) prior to reaching desired site. The device burnt a small area of tissue in the duodenum beside the ulcer. The burn did not require any medical attention. The probe was wrapped up in a coiled position and the nurse assured the physician that the device had not been activated and had worked even when the pedal of the generator was not pushed. The nurse then had realized that the probe had been set at the monopolar setting on the generator machine and the device had still worked even though it was on the wrong setting. The preparation for the device was discussed with the cook rep and found medical staff had not followed the instructions for use. The cook rep explained that it should be set on bipolar for the probe and the nurse said the device should not work the other setting. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Thermal injury is listed as a potential complication per the instructions for use. According to the report, the probe was not tested for conductivity prior to use and a monopolar setting was used. The instructions for use state, "immerse distal tip of probe into saline, then remove. Immediately after removing tip from water source, activate generator to test probe. Note: water should bubble on tip of probe. If an abnormality is detected which would prohibit proper working condition, do not use. Turn generator off. Warnings: this device should never be used in a monopolar mode of operation. Connect plug(s) to appropriate bipolar electrosurgical generator." The instructions for use also give the following information to assist the user. With electrosurgical unit off, prepare equipment following electrosurgical unit MFR's instructions for settings, verify desired settings. Verify proper position of probe, then activate electrosurgical unit. Upon completion of coagulation, turn electrosurgical unit off. Additional complications that can occur with the use of the bipolar hemostatic probe include, but are not limited to: transmural burns and thermal injury to the pt. Before using the device, follow recommendation provided by electrosurgical unit MFR to ensure pt safety through proper placement and utilization of pt return electrode. Prior to distribution, all bipolar probes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.